Manufacturer narrative:
The fse later performed a preventive maintenance (pm) and the unit was cleared for clinical use. Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period aug-2019 through jul-2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a

Manufacturer narrative:
Communication/interviews: communication/interviews were performed by the fse who reached the customer via telephone and had them check the washer. The customer found a plastic washer as well as rubber washer on the yoke. The customer removed the plastic washer and pressurized the helium system. The fse called back in 15 minutes and confirmed there were no leaks. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.